Manufacturer narrative:
B5- additional information from the hcp reports the patient was experiencing continuous nausea and vomiting. The hcp changed the medication multiple times with no changes in the unacceptable side effects. The patient requested the pump system be removed which was done in 04/2006. The patient outcome was reported as unresolved.

Event description:
The pump was explanted and returned to the maufacturer for analysis. No reson for the explant or implant duration was provided.